Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
The report indicated that after the patient was moved to recovery room after cardiac ablation procedure with a thermocool smarttouch sf catheter, and the patient experienced a stroke. After the case was over yesterday, the patient had been moved to recovery and the patient had a stroke. It is unknown how the team found out a stroke happened, and no details were available at the time of reporting. They administered medication and took the patient to interventional radiology for evaluation. The patient had a clot on left ventricle back on (B)(6) 2024, but no signs of a clot were seen before the case started. The patient was in stable condition and will make a full recovery per the physician. It was also reported that error 106 (force catheter sensor error) was displayed on the carto 3 system after attempting to zero the catheter. The catheter connections were reseated but the issue persisted. The cable was replaced without resolution. When the catheter was replaced, and the issue was resolved. The procedure continued with no further issues. The physician¿s opinion on the cause of this adverse event was patient condition and reversal of heparin. Intervention provided was tenecteplase, and the outcome of the adverse event was fully recovered. The patient required extended hospitalization for observation. Computed tomography (CT) imaging was done to diagnoses or rule out a stroke. The procedural activated clotting time (act) was 350-400 seconds. No relevant tests/laboratory data. One catheter exchange occurred during the procedure, and one transseptal puncture sites was performed during the procedure. No evidence of char or blood thrombus/clot during the procedure. Correct catheter settings were selected on the generator, and no issues with flow rate change at the start of ablation.